Event description:
Title: septicemia caused by enterococcus coli in a pregnant woman after cerclage¿a case report. The objective of this case report is to discuss a case of septicemia caused by escherichia coli following cervical cerclage. The study described a case of a 42-year-old female patient who visited the ante-natal clinic for a follow-up appointment during the 8th week of gestation. The patient had previously undergone successful in vitro fertilization treatment following 16 years of primary infertility. A routine ultrasound scan revealed cervical dilatation of 2¿3cm. To minimize the risk of infection, the patient was prescribed intravenous cefuroxime before the surgery. Under general anesthesia, the cervical cerclage procedure was successfully performed using mersilene tape (mersilene¿ polyester fiber suture, j&j medtech) ethicon inc. (Parent organization: johnson & johnson), raritan, new jersey, united states. The reported complications included vaginal bleeding and stillbirth, with the fetus being spontaneously expelled before the removal of the cervical cerclage. In conclusion, it is concluded that women who undergo cervical cerclage are at higher risk of contracting e. Coli bacteria. Therefore, they should take maximum precautions to reduce the risk of complications and death.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://journals.sagepub.com/doi/full/10.1177/2050313x241254990.